Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was not further described. The patient was evaluated in the renal unit and on the same day was started on antibiotics (cephalothin and amikacin [doses, frequencies, and routes were not reported]). It was not reported if the patient was hospitalized for the peritonitis. Three days later the antibiotic regimen was changed to vancomycin (dose, frequency, and route was not reported). On the same day, the patient was switched to hemodialysis therapy. Thirteen days later, the patient was hospitalized for the removal of the peritoneal dialysis (pd) catheter. On an unknown date, the patient was recovered from the peritonitis and was discharged from the hospital. At the time of this report, hemodialysis therapy was ongoing. No additional information is available.